Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be return for analysis.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been received and is currently undergoing analysis. Analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that no suspicious faults or resets where seen. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be return for analysis.